Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by cloudy pd effluent. The cause of peritonitis was unknown. Three days after the onset of peritonitis, the patient was treated with cipro (oral, daily, administration rate not reported) for an unknown indication. The following day, the patient was hospitalized for the event. On the same day, treatment with cipro was discontinued and the patient was treated with vancomycin (every 4 days and dose and administration rate unknown, intraperitoneally) for peritonitis. Three days after admission to the hospital, the patient was discharged. Treatment with vancomycin was ongoing. At the time of this report, the patient was recovering from the event of peritonitis. Pd therapy was ongoing. Additional information was not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h14e15100 and h14d22059 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4)and (B)(4).